Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analysis center (pac) and was able to verify the reported issues. It was determined that the cause of the reported issues was a depleted battery. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device and did not provide voice prompts and had unexpectedly lost power. In this state, a lay user may not be able to deliver proper defibrillation therapy. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device and did not provide voice prompts and had unexpectedly lost power. In this state, a lay user may not be able to deliver proper defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will receive a replacement device under warranty. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.